Event description:
The medwatch states: dr was performing a radical bladder cystectomy. During the procedure, while using the bovie, an electric spark escaped from the side of the cautery tip. There was a puncture in the outer wall of the intestine, which was immediately repaired. Oxygen concentration was at the normal 21% in the area around the operative field. Forcetriad was tested after the incident and was within manufacturer specification. Health professional's impression: post event evaluation shows there were two separate holes in the insulation of the blade on opposite sides. Packaging was not saved. So lot number is not known. It is not known if the blade insulation was defective or damaged at some point. If the blade had been damaged prior to use, staff should have noticed the packaging was damaged (and no longer sterile). F/u with site: they reported that though, the holes are on opposite sides of pencil, one is about an inch lower than the other. Based on the site's incident report there were no further pt complications.

Manufacturer narrative:
(B)(4). The incident sample has been rec'd but do date has not been received for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained, a f/u report will be submitted.